Event description:
It was reported that when a non-dependent patient presented for a follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Programming changes were made.